Event description:
Stryker - flow 2, disposable suction / irrigator used during laparoscopic appendectomy. At end of case, it was noted that the irrigator had been leaking corrosion from the battery compartment that leaked down the front of the bovie machine and on to the floor. The contamination did not reach the patient.